Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the hasp had fallen off and was reapplied. The latch seemed to have difficulty closing. A field service engineer replaced the latch, removed the hasp, and applied new tape to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was not closing easily, and the hasp had fallen off. The customer stated that the malfunction occurred when the user tried to issue medication to a patient. However, there were no adverse events or injuries reported based on this event.